Manufacturer narrative:
Concomitant medical product: 620rg35 heart ring, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their cardiac resynchronization therapy defibrillator (crt-d) device battery was down, and the left ventricular (lv) lead was weak. The device was replaced. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.